Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks due to noisy signals oversensing and low amplitude due to body movement. The technical services (ts) discussed troubleshooting and it was performed. During the follow-up it was able to recreate the amplitude drop due to posture changes in primary and secondary. However, no oversensing of noise/myopotentials was observed when the patient repeated the movement during the inappropriate shock. The device was reprogramed and remains in service. No adverse patient effects were reported.